Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Abbott vascular medical affairs reviewed the reported information and concluded that the patient died 2 days post-procedure due to unknown cause but most likely still related to perforation. The graftmaster¿s failure to be delivered was due to anatomy and it is not related to the patient¿s death. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending (lad) coronary artery with 90% stenosis. A perforation was caused by atherectomy device and the 2.8x16 mm graftmaster covered stent was attempted to be delivered with a guideliner but could not reach the area due to the vessel tortuosity and calcification. Balloon dilatation with numerous inflations was used to seal the perforation. At this point a 3.0x28 mm xience stent was passed across the more distal area of dissection and inflated to 14 atm and then a 3.0x15 xience stent was placed more proximally and implanted at 17 atm. The area was post-dilated and final arteriogram showed the area of stenosis to be patent with good flow to the distal vessel and no significant perforation or strain was seen in the area of stent placement. The patient was transferred to the cardiac intensive care unit in stable condition. Reportedly, the patient expired 2 days later. The cause of death was not noted. No additional information was provided.